Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00216 and tc #(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) had been swapped out as the first wasn't "augmenting properly" as stated by the physician. The rn relayed that the pump sounded like it was pumping but they weren't seeing any real change on the arterial pressure (ap) waveform. The rn also mentioned that blood got into the pump with the intra-aortic balloon (iab) rupture. The pump was being sent to biomed. The patient was being supported on the pump. There was no report of patient death or serious injury.

Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00216 and (B)(4). Teleflex did not receive the device for investigation. The reported complaint of "blood in pump" is not able to be confirmed. The pump was inspected by a teleflex field service engineer and no functional issues were found. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) had been swapped out as the first wasn't "augmenting properly" as stated by the physician. The rn relayed that the pump sounded like it was pumping but they weren't seeing any real change on the arterial pressure (ap) waveform. The rn also mentioned that blood got into the pump with the intra-aortic balloon (iab) rupture. The pump was being sent to biomed. The patient was being supported on the pump. There was no report of patient death or serious injury.